Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The detailed cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecific drug intraperitoneally. At the time of this report, the patient has recovered from the event. Dianeal therapy was ongoing during treatment. No additional information is available.